Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior resection procedure. When dividing the rectum, the lever of the stapler could not be squeezed. The procedure was completed with sutures. There was no patient harm.